Event description:
The customer reproted that during a treatment screen split into two parts, the right side showed normal status screen while softkeys on the left side were not responsive. The machine was turned pff and on again and the problem disappeared.